Event description:
New information received notes that post-paced t-wave oversensing is still present. Programming changes were made. Device remains implanted.

Event description:
It was reported that an alert was received via merlin.net showing non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel on a stored egm. Patient was asymptomatic. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.